Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect amount of carbohydrates. Additionally, customer forgot to deliver a correction bolus after consuming carbohydrates. The customer's blood glucose (bg) level was 569 mg/dl with trace ketones. Bg was addressed via a correction bolus. Recommendation was made to consult with healthcare provider regarding diabetes management.